Event description:
The customer contacted baxter's technical service center to report that the homechoice filled the home patient with 3 liters instead of 2 liters during a fill cycle. The patient was connected. The home patient requested a swap. The baxter technical service representative initiated a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for program changed by device was undetermined. A review of the previous service events show that the device passed the homechoice rite (return instrument test / evaluation), functional, electrical tests upon release from the tampa bay facility. No issues were identified that may have contributed to the reported difficulty of hc filled the hp with 3 liters instead of 2 liters. The previous returns of the device were not for any issues related to the reported difficulty. The reported difficulty of homechoice device filled home patient with three (3) liters instead of four (4) liters was not confirmed via the device history record review. The device will be sent to service area for servicing.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.